Event description:
Philips received a complaint by the customer on the v60 indicating that medical staff conducted routine equipment checks and powered on the philips v60 ventilator, which immediately began sounding a loud alarm. After communicating with the engineer, it was determined that the alarm could not be silenced. It was reported there was no patient involvement at the time the issue was discovered. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 03jan2026, it was confirmed that the reported issue involved a loud alarm that repeatedly activated upon powering on the device and could not be silenced. The device was evaluated by the hospital¿s equipment department, and an intermittent malfunction was identified. After inspection and a system restart, the alarm condition did not recur. No diagnostic report (drpt) was available, and no diagnostic codes were displayed on the unit. Troubleshooting consisted of inspection and power cycling of the device, after which normal operation was observed. No repairs or parts replacements were required, and no personal injury was reported. Information regarding alarm behavior beyond the reported condition (continuous versus intermittent tone) was not available. The device successfully passed performance specification testing and was returned to service. The investigation concludes that no further action is required at this time. Should additional information become available, the complaint file may be reopened.